Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states; ¿IV tubing cracked at the luer lock end. We had approximately(B)(4) instances over the past 10 days. The events were investigated. The vast majority of the events occurred when the tubing was being changed or removed after 3-4 day period of use. These are routine IV lines changes. When the tubing was being removed the distal portion where the rotating connector of the luer lock inserts into the clave was cracking. The rotating connector was the portion that was cracking¿.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the distal end of the tubing broke when disconnecting the IV.